Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have non-functional response buttons. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the response buttons were non-functional. The cause for the non-functional response button is a defective switch. The root cause for the defective switch cannot be positively identified but is likely physical abuse to the response button. No adverse event resulted from the defective response buttons. The last pt to use this monitor did not report any deficiencies.